Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away. Additional information was received that the cause of death was determined to be right ventricular failure and renal dysfunction. The patient was transitioned to hospice care. The death is reportedly not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricle failure, renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.